Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 80% to 5% after being connected to a power source. Following the battery drop the customer was having difficulty charging the pump and the pump shut off. The pump was able to be turned back on and charged to 100%. The customer's blood glucose (bg) level was 260 (mg/dl). An injection was administered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.